Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and bowel dysfunction/sacral nerve stim. It was reported that they have turned off the therapy because they are not going to use it currently, and it may be interfering with some of the problems they are having. Patient states having issues for about 6 months .the patient states they have been going with catheters and now have a suprapubic tube in the bladder. The doctor mentioned maybe the interstim device maybe interfering and to shut it down. The agent walked the patient through how to end the session and power off the handset and communicator.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-17 additional information was received from the patient. The patient called back stating that they had it at 2.1 for stress incontinence, and that they had a super pubic tube for now and it might be helpful. The patient connected to the ins and decreased the stimulation to a more comfortable level saying that it was too heavy. The patient kept on interrupting the agent and wouldn't clarify some details. The agent documented reported events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.